Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was informed by tandem technical support that a replacement pump with updated software would be sent, and training would be available in their source account. The customer acknowledged the instructions, including putting the pump into storage mode, returning the malfunctioning pump, and having no backup therapy currently available.